Manufacturer narrative:
The insulin pump was received with missing segments due to cracked lcd zebra connector. It was unable to perform the displacement, prime, basic occlusion, occlusion and no delivery tests due to the missing segments. No moisture damage was found on electronics assembly. The device also had cracked battery tube threads, reservoir tube lip, reservoir tube, case window display corners and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a blue line across the screen and she could see condensation in it. The customer explained that she had the device in her bra the day before and it was exposed to sweat. She stated she was sweating because her blood glucose was low due to having a light meal. Blood glucose value is unknown. The insulin pump passed the selftest but customer stated that she could see the black screen with no missing segments but it has a blue line across. Blood glucose value at the time of the call was 154 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.